Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. They are also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2007-00260 and 9616099-2007-00261.

Event description:
Three days after the procedure, the patient was admitted to the emergency room with acute onset of severe substernal chest pain, nausea and diaphoresis. This patient underwent implantation of 2 cypher sirolimus drug eluting stents, first a 2.75x33 mm stent in the proximal left anterior descending artery (lad) and a 3.0x28mm stent in the proximal right coronary artery (rca), respectively, for the management of postinfarction angina. Disease present in the distal rca was treated with balloon angioplasty only. Two days following the procedure, the patient was discharged on clopidogrel and aspirin without complications. Three days after the procedure, the patient was admitted to the emergency room with acute onset of severe substernal chest pain, nausea and diaphoresis. The patient's blood pressure was 60/60 and his eck showed st elevation in leads ii, iii, avf, v1-v4 and a complete atrioventricular block. A glycoprotein iib/iiia inhibitor (abcimimab) was administered. Over the next 10 minutes, the patient's blood pressure dropped to 60/40 and he was immediately transferred for emergency coronary angiography. A temporary pacemaker was implanted and an intra-aortic balloon counterpulsation done. Emergency catherization revealed a totally occluded proximal lad and rca, the site of the stents. Balloon angioplasty restored thrombolysis in myocardial infarction (timi2) flow in the proximal lad and timi 3 in the proximal rca. During the procedure, the recurrent ventricular fibrillation (vf) was noted five times and reversed to pacemaker rhythm after defibrillation attempt at 300 j. The patient's post-procedural course was complicated by vf, cardiogenic shock, and upper gastrointestinal bleeding that were resolved spontaneously. However, he was discharged two weeks later with a prescription to add cilostazole and warfarin with aspirin and clopidogrel. He remained asymptomatic during the nine months of follow-up.